Event description:
It was reported that during the deployment of the embolization coil, the coil did not detach. Upon removing the coil, it detached within the microcatheter. A snare was used to retrieve the coil. There was no clinical sequelae.

Manufacturer narrative:
Sample analysis: the device was returned within the microcatheter. The snare was engaged around the implant. The delivery pusher had evidence of being detached by the detachment controller. The remainder of the device was normal in specification. The detachment controllers (2) included for evaluation functioned to specification, however, there was heavy fluid residual present on exterior housings. Excess fluid residual may prevent proper contact between the pusher and detachment controller which may result in an unsuccessful detachment. No defects were identified with the device.